Event description:
Rep reported that after 3 years the valve could not be re-programmed. Patient was brought in for revision. Device was tested on monometer prior to explant and the device went from 160 to 0. Device was explanted and tested again and programmed as it should have. It was thought that the monometer test may have dislodged debris. Device was revised and patient is doing fine.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.